Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was rec'd from the patient. They stated that for the past year he has to charge his ins every 3-4 days and he use to charge his ins every 2 weeks. Pt said that he hasn't changed his settings and he always charges his ins until it is full w/full coupling bars. Patient asked if ps would send him a new insr. It was explained to patient that replacing the external equipment shouldn't affect how long the ins in his body stays charged. Patient was redirected to their hcp to have his internal equipment checkout out/diagnostics ran. Rep reported no new information as no appointment date was set yet. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative [rep] regarding a patient with an implantable neurostimulator (ins), and it was reported that the ins was not holding a charge as well as it had done in november. The patient reported a decreased recharge interval from 2 weeks to one day. The patient reported that he used to be reminded of when to charge the ins, but now could not be. The patient reported falls, but stated that these were unrelated to the therapy. The ins could not be read with the clinician programmer. The patient planned to schedule another appointment with the rep as the patient did not have his equipment for troubleshooting. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.